Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece did not work anymore even though batteries had been changed. There was no pt harm; however, the surgery was delayed as three batteries had been changed before replacing the machine. The extension of surgery was approx 10 minutes and the surgery was completed with another device.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.